Event description:
One used sample was received for evaluation. Visual inspection revealed a missing piece of tubing with revolving luer lock. The tube was damaged or cut during the packaging process. The tube was welded in package and therefore separated. Retain sample inspection was completed and no irregularities were found. Batch documentation review did not show any nonconformities. The most probable root cause of the customer reported leak is the products was sealed during the packaging process, but defect was not noted by operators.

Event description:
Customer reported during purge, the nurse saw a blood leak from the blood bag. The tubing was cut and the cap was missing. There was no alarm since it occurred during purge before pump set up. There was a delay of blood transfusion and 30ml was lost. Exposure risk to nurse. One sample is available for evaluation. A follow-up report will be submitted once evaluation is completed.